Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have grip input disk #7 broken inside the housing. The complaint regarding instrument would not close properly was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the large hem-o-lok clip applier instrument would not close properly to latch the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.